Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional confirmed rupture. Device was explanted and replaced.

Event description:
Patient reported left side rupture. Healthcare professional confirmed rupture. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6. Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side anterior assessed as fold flaw opening.